Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer alleges the locking mechanism on the wheel is failing and the iliftem lift is having a cranking noise in the wheel.